Event description:
A malfunction alarm, labeled as malf 0, was reported, and the issue did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump as a corrective measure, confirming that the pump was under warranty. The customer was informed to use multiple daily injections as a backup therapy to prevent any disruption in insulin delivery. The customer was directed to return the malfunctioning pump using a pre-paid label within ten days, and instructions were provided to place the pump into storage mode, which the customer understood and acknowledged.